Event description:
The sensor transmitted a dampened waveform reading. On (B)(4) 2024 a right heart catheterizaton was performed to check the sensor data. The cause of the dampening was not investigated during procedure but it was confirmed that the cardiomems waveform did not match the catheter waveform. The site opted to recalibrate the sensor during the procedure but confirmed they do not intend to use the sensor data to treat the patient. The sensor baseline was decreased by 1.6mmhg.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.